Event description:
It was reported the epg (external pulse generator) failed sensitivity tests during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon incoming inspection, the reported event was confirmed, the main printed circuit board (pcb) was out of electrical specification. The main pcb was further analyzed and a visual inspection noted an unusual high level of residue on component lead to pad solder joints. The main pcb was then functionally tested and device sense detection was normal, analysis was unable to confirm the initially reported condition. It was also noted that the upper case, lower case, and ring cover were broken and the battery drawer and battery latches were contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case, lower case, and ring cover were broken and the battery drawer and battery latches were contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.